Event description:
Davol double port implantable access device was surgically implanted in patient on 9/21/90. On 12/11/91, device was being removed as it was no longer in use. Surgeon was able to remove only part of device. Distal 3" of catheter tubing remained in place, as it was no longer attached to the remainder of tubing. Pt was transferred to new england deaconess hospital for surgical removal. Removal procedure unsuccessful as catheter has epithelialized and attached to vessel wall. Pt was discharged home with instructions to call if chest pain, leg bleeding or other symptoms of catheter migrationdevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: end of life - premature, telemetry failure, unanticipated long term complication of procedure, tubing. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.